Event description:
Information was received that during the implant of this transcatheter bioprosthetic valve, a lunderquist wire perforated the ventricle. The patient's chest was opened after a failed attempt to drain the ventricle. A tear in the inferior vena cava was identified and the patient died. Per the physician, the valve or the valve's function were not the cause of the death. No autopsy was to be performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).